Event description:
On 11/15: customer reports, the system failed at start of day procedures. Customer does not have a back up room, procedures were cancelled. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.